Manufacturer narrative:
The pump was received with a cracked battery tube threads, a scratched case, a stained keypad overlay, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay, a serial number label fading and a end cap address label missing. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify pump heating up/pump overheating and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked after changed the battery and it was hot. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.